Manufacturer narrative:
The unit has not been returned for investigation.

Event description:
The unit failed while on a patient. It had a battery less than a year old in it and I have put a new battery in it sense. It shows a full battery until you turn it on. Then it throws the critical battery alarm and will not function. Definitely not a battery issue.